Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape and act button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify possible under delivery anomaly due to buttons not responding. The motor was tested outside of the device and passed. Pump was received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address label, stained serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the 500s mg/dl. Customer's current blood glucose value was 554 mg/dl. The customer had not reported any symptoms. The customer was treated with bolus from the insulin pump and manual injections. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The customer was alleging the device was under delivering. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the quick release. There were no leaks or air bubbles. Customer declined to check basal rate settings for accuracy. Customer could not perform the high pressure test. The insulin pump will be returned for analysis.